Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a display failure; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display failure was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module display. Appropriate action was taken to correct the reported problem by replacing the pump head module display. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.